Event description:
Baxter (B)(4) received a report that the coiled tubing inside the housing of an infusor became stuck between the housing and the volume indicator during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing for evaluation. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the coiled tube had 5 turns, which is within the specification of 5 ? 5 ? Turns. No signs of entanglement were observed prior to functional testing. A functional test was subsequently performed by manually filling the sample with 100ml water. After fill, the coiled tubing became tangled. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the number of coiled turns within the tubing of the device was determined to be out of specification. The root cause of the tangled coiled tubing was determined to be operator error during the manual assembly process which led to an incorrect number of coiled turns.